Manufacturer narrative:
This report is submitted on october 30, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced skin breakdown at the implant site. Explant and reimplantation is planned but has not taken place at the time of this report.

Manufacturer narrative:
It was reported that the patient's receiver-stimulator was explanted on (B)(6) 2018 subsequent to extrusion of the device, the electrode array remains in-situ. This report is filed on november 28, 2018.

Manufacturer narrative:
This report is filed on december 10, 2018. (B)(4).